Event description:
It was reported that during a laparoscopic cholecystecomy the clip applier was fired three times and clips crossed on all three firings. On fourth firing clip hung up in the jaws and would not release. Opened new clip applier and had no further issues. There was no pt consequence.